Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 131 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated not having any high or low glucose symptoms at the time however did not state the location of the testing. No actions were taken or treatment was received reportedly. A request was made for the return return of the suspect device and replacement product was sent.